Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an unspecified "pump error". Per customer, the pumps are ¿sensitive/beeping, wouldn¿t flow, stopped working¿. Clinician could not recall the error message ¿it hasn¿t happened for a long time¿, potentially a channel error. This was reported to bd representatives during their site visit. Bd representatives discussed pump error troubleshooting with available clinicians. There was no information on patient involvement. Although requested, no further information has been provided.